Event description:
It was reported that when starting to use the cassette, it worked normally. However after a while, a no disposable, pump won't run, alarm went off. This event was observed several times. Also, a no message, was issued on an occasional basis. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and three pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing performed based on the no disposable alarm investigation and root cause conduct trough an internal CAPA (opened on 09/sep/2021 for no disposable alarm issue and currently is in solution confirmation and implementation plan phase), the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be replicated, complaint is not confirmed. Device passed all functional testing. No problem found. No actions taken, however as part of in process controls add based on the CAPA root cause, the following containment action was implemented: pwi was updated from revision 104 to revision 105 to add the mohawk exposure criteria. Complete on 08/sep/2022. Action was implemented after manufacturing of lot reported. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).